Manufacturer narrative:
Patel, hiren, & castellanos, luis r. & golts, eugene, & reeves, ryan, & mahmud, ehtisham, & hsu, jonathan c. (2020). Spontaneous left atrial thrombus formation on the catheter delivery system during watchman implantation. J am coll cardiol case rep 2020;2:444-8. Event date - estimated based on the journal publication date.

Event description:
It was reported that thrombus formation occurred. Venous access was obtained, a heparin bolus was given, and an activated clotting time (act) of >250 s was confirmed prior to transseptal puncture. A standard 8.5-f non-bsc sheath with a radiofrequency-powered non-bsc transseptal needle was used, which was uneventful. A 14-f double-curve watchman access sheath was introduced to the left atrium without difficulty (the delivery sheath was not placed on continuous saline flush). A 24-mm watchman device was successfully deployed in the laa after a single deployment requiring no partial nor full recaptures. The atrial dwell time was 30 min, and the watchman device was present in the body for 10 min. Prior to device release, post-deployment evaluation with transesophageal echocardiography (tee) revealed a serpiginous echodensity in the right atrium that appeared to be attached to the transseptal watchman access sheath. Further evaluation demonstrated another smaller mobile echodensity attached to the delivery catheter on the left atrial aspect, consistent with a thrombus. Of note, the act was >250 s prior to transseptal puncture, was >300 s at the time of transseptal puncture, and was maintained at that level or higher throughout the procedure. Given the high risk of embolization, interventions for cerebral protection and thrombus removal were subsequently performed for stroke and pulmonary embolism prevention. Once the right atrial thrombi were captured, the closure device was deployed and released and the delivery system was removed, with cerebral protection in place. The access system was removed from the left atrium to the right atrium, and while pulling the system proximally to the right atrial side, the non-bsc aspiration catheter was placed as close as possible to the trans-septal puncture site. Final tee assessment revealed no evidence of thrombi. Final cerebral angiography revealed no evidence of carotid artery trauma. The patient was extubated and awoke from anesthesia without any neurologic deficits, or evidence of systemic thromboembolism. The patient had an uncomplicated post-procedure course. The patient was evaluated for hypercoagulable disorder with a panel of laboratory testing, which was negative. Her oral anticoagulation was discontinued after a 45-day post procedure tee demonstrated no evidence of leak or thrombus. Her aspirin and plavix were continued for another 4.5 months, after which, she remained solely on aspirin. She remained without any neurological issues.